Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.0/+2.0/102 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found the optic torn/split, haptic torn/broken/bent/deformed, and foreign material on lens surface (not specified). (B)(4). Corrected data: report source: initial report is incorrect, should be distributor, not user facility. (B)(4).

Manufacturer narrative:
Additional information: device evaluation: the device was returned dry in a lens case/vial. Visual inspection found the haptic torn. Dimensional inspection found the lens to be within specifications. (B)(4).